Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 400 mg/dl. No symptoms were reported at the time of the incident. The customer treated high blood glucose via bolus. The customer stated having a connection issue with the sensor and transmitter. Troubleshooting for the high blood glucose was declined. Troubleshooting for the sensor and transmitter was provided. The customer will be getting sensor replacement. Customer did not state if auto mode feature was activated. Insulin pump will not be returned for analysis.